Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. The product was inspected, no damaged was noted but a leak was identified between the protector and vial. The protector was reconnected, the expansion bladder worked properly and liquid could move to the vial and back without issue. It was noted that the sideburns from the protector were not properly attached to the vial. A device history review was performed for reported lot 1604016, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Three retained samples of the same lot were used for additional evaluation. Functional testing was performed, connecting the protector sample to both a vial, injector, and syringe per the instructions for use provided with the product. In all cases, the protector properly snapped onto the vial, the liquid was able to be drawn from the vial with no leaks, and the product functioned as intended. Based on the available information we are not able to determine a root cause at this time.

Event description:
It has been reported that one protector p53 has been found experiencing flow issues during use. The following has been provided by the initial reporter: when drawing cisplatin, the protector was hard draw. Even drew the drug, air got mixed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one protector p53 has been found experiencing flow issues during use. The following has been provided by the initial reporter: when drawing cisplatin, the protector was hard draw. Even drew the drug, air got mixed.